Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter tip was cut off. They did not provide a whole lot of information and the product was saved to send in, but unfortunately, the packaging was not and was unable to find it when they searched the trash. They have also attached pictures of a faulty coude catheter.

Event description:
It was reported that the foley catheter tip was cut off. They did not provide a whole lot of information and the product was saved to send in, but unfortunately, the packaging was not and was unable to find it when they searched the trash. They have also attached pictures of a faulty coude catheter. Per follow up via email on 27jun2024, it was reported that they did not throw the defective coude catheter out. The product never reached the patient, as the nurse who opened the packaging noticed the defect right away. The numbers were 0168si14 and nghu0121. The product never touched a patient. Other than the fact that the insertion was delayed by the nurse needing to stop that insertion, got another coude catheter kit and restart the process all over again, resulting in the patient experiencing a delay in resolution for the issue of urinary retention, no harm or other impact came to the patient. The nurse opened the packaging for a 14f coude catheter and immediately noticed that coude portion of the catheter was missing. The end of the tubing was not smooth as though it had been cut, but rather rough-edged. They threw the defective kit out and got another kit. Though they were unable to retrieve the packaging, they were able to find the defective catheter. The issue was resolved by the nurse removing the catheter from the patient¿s bedside and getting a new coude catheter kit.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used foley catheter. Visual inspection of the sample noted that the catheter tip broken off with uneven edges. This does not specification which state missing, damaged, leaking, torn, broken, incomplete or incorrect components are not permitted, the clamp must be closed. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be material weakens over time. However, there was insufficient information to confirm this potential root cause. A DHR review did not show any problems or conditions. The instructions for use were found adequate and state the following: bardex i.c. Anti-infective foley catheter: caution: this product contains natural rubber latex which may cause allergic reactions. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile: unless package is opened or damaged. Do not use if package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfections or surface deterioration prior to use. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities: 3cc balloon: use 5cc sterile water; 5cc balloon: use 10cc sterile water; 30cc balloon: use 35cc sterile water; do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Catheters should be replaced in accordance with the cdc guideline, guideline for prevention of catheter-associated urinary tract infection. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter related adverse effect, the catheter should be replaced. To deflate catheter balloon: gently insert a luer slip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all made in u.s.a. Balloon fragments have been removed from the patient. Bard and bardex are registered trademarks of c. R. Bard, inc. Or an affiliate. The i.c. Logo is a tradermark of c. R. Bard, inc. Or an affiliate. Bacti-guard is a registered trademark of bactiguard ab. Bacti-guard silver technology is licensed from bactiguard ab. The occurrence of uti is 3.7 times greater in patients catheterized with a standard catheter than in patients catheterized with the bardex i.c. Foley catheter with bard hydrogel and bacti-guard silver alloy coating. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.